Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The machine alarmed blood leak. The leak was not visually observed in the dialysate nor in the dialysate hanson connectors. Test strips were used on the flow port twice and both results were positive. Test strips were used on the port of the hanson's tube and the result was negative. Estimated blood loss was 250 cc. No blood was returned to the patient. Medical intervention was not required. The patient was admitted to the hospital on (B)(6) 2014 for a catheter placement. The patient did complete treatment at the hospital. The patient was discharged from the hospital on sunday (B)(6)2014. The patient did not have other adverse effects. Sample has been discarded.

Manufacturer narrative:
Summary of investigation/conclusions: the reported complaint is not confirmed. A complaint sample is not available for evaluation. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. The manufacturer production records were reviewed and all lot release criterion were met. No further analysis/investigation required.